Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis, through a medical professional, and to indicate the product serial number and implant date. This information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. The reported events are surgical/physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the patients' surgeon regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of displacement (malposition) as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device". Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Additional device labeling: "it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
Patient reported "pain in upper chest, pain in upper gastric area, pain and aspiration when inflated, fever, vomiting, unable to lay down, not working as it is supposed to, could feel tubing in left chest, the port was above left breast, very little restriction, port wrapped around and embedded in the liver" in regards to the lap-band system. The device was removed and not replaced. Patient also reported noticing these events "the whole time" the lap-band system was implanted. These events have not been confirmed by a health professional. Patient stated that after explant, the physician advised patient to "let her liver heal and that it should repair itself."